Event description:
During a ptca procedure, the quantum maverick monorail balloon ruptured at 20 atms on the second inflation. (The pressure reached on the initial inflation is unknown). The lesion being treated was a calcified and 90% stenotic lesion in the proximal lad. The quantum maverick monorail balloon was being used to post dilate a cypher stent. No patient status is listed as "good."